Event description:
The facility reports two caregivers lifted the resident with the sara and successfully moved him to the restroom (in his room). They re-lifted the resident and moved him from the restroom back into the room to put him in a chair. At this time, a popping sound was heard, and the black plastic cap on top of the mast that holds the pivot point to the boom, popped out of the mast. The boom and resident fell to the floor in front of the chair. The resident suffered a femur fracture of the right leg and a fractured patella of the left leg, which required surgery.